Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors underinfused during infusion. The expected therapy time was 24 hours; however, it was observed that the pumps did not empty of the medication during the expected time. The devices contained 7.2g benzyl penicillin and citrate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: the devices also contained sodium chloride 0.9%. D10: concomitant product - sodium chloride 0.9% therapy date: 08/15/2024 h4: the lot was manufactured between november 15, 2023 - november 17, 2023. H11: the actual devices were not available; however, a photograph of a sample was provided for evaluation. Visual inspection was performed which showed fluid inside the device bladder suggesting a possible underinfusion occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices also contained sodium chloride 0.9%. H4: the lot was manufactured between november 15, 2023 - november 17, 2023. The actual devices were not available; however, a photograph of a sample was provided for evaluation. Visual inspection was performed which showed fluid inside the device bladder suggesting a possible underinfusion occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.